Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. Clinical application manager (cdm) spoke with surgeon and discussed increasing the bed energy. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account initially reported experiencing sticky lifts and epithelial ingrowth. No information provided concerning number of eyes or dates. On (B)(6) 2016 it was reported that ingrowth patient was originally treated on (B)(6) 2016 and flap was lifted on (B)(6) 2016. Patient is currently 20/20 uncorrected. Affected eye was not indicated.